Event description:
The mti flowrider plus 1.5f flow directed micro catheter was used for infusion of liquid embolic material (onyx) during a bavm. During the second injection, onyx leaked from the catheter into a collateral artery. The reported patient condition was "good."